Manufacturer narrative:
Initial reporter facility name:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device was filled with fluorouracil. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 06, 2022 - january 07, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed using the naked eye and fluid was observed inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened yellow luer cap. The yellow luer cap is not a baxter product. The customer did not use the infusor's blue winged luer cap. Therefore, the cause of leak inside the bag was due to a use error. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the yellow winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. The product label (IFU, instructions for use) indicates the product blue winged luer cap should be securely connected to the device after filling and priming. Should additional relevant information become available, a supplemental report will be submitted.